Event description:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer and flow transducer tests during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module and the drainage valve from the compressor that was connected to the reported ventilator were replaced to resolve the issue. The drainage valve will be investigated in a separate complaint. Despite several reminders we didn't receive the replaced air gas module for further investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.